Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported a failure to prime the device. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that there is no problem found for the priming issue. Dextrose buildup was found on the returned purge cassette. However, if there was a blockage in the purge cassette during case start then hpp would have been found. Additionally, the pump ran without issue in the lab with a good purge cassette. This report is being filed as part of a retrospective review of historical records.